Manufacturer narrative:
Two devices from this lot were sent to a contract laboratory for sterility testing. Both devices tested as sterile according to current (B)(4) standards. The initial reporter discussed this infection with (B)(4) and agreed that it was unlikely that the device was the cause of this infection. Infections well known risks of procedures involving this device and are warned against in the instructions for use.

Event description:
Two devices from the same lot were used in a case. Within one week, the patient cultured a gram negative anaerobic polyorganism and went back to surgery for incision and drainage.